Event description:
It was reported that the touchscreen was unresponsive on the pump. The customer also reported that the quick bolus button is working intermittently.

Manufacturer narrative:
The product has not been returned for evaluation. Should new information become available a follow-up report will be submitted.